Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll med corp and the customer's report was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the report. The color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.